Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not start up. The restart didn¿t resolve the reported issue. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found malfunction of the ethernet hub for communication and the unit that supplies dc power to the module. The defective power supply unit was returned for analysis, and it confirmed the power supply defect. To resolve the reported issue, the fse replaced the power supply module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.